Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 03/22/2016, of a patient death that occurred. Date of patient death was not reported. Cause of death is unknown. Certificate of death was not provided. It is undetermined if the patient was using the continuous glucose monitoring system. There was no alleged device malfunction. Additional event or patient information is not available.